Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 869 mg/dl with high ketones and a urinary tract infection; cause was unknown. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.